Manufacturer narrative:
The customer bleached the white blood cell, wbc, bath and the instrument ran without any hgb issues during startup. The customer found crimped tubing at the vacuum isolator chamber, vic. She straightened the tubing at the vic and the instrument ran without any leaks. (B)(6).

Event description:
The customer observed a fluid leak of less than 2cc from a coulter ac t diff 2 analyzer. The leak was not contained within the instrument and failing hgb on startup were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.